Event description:
Report 1 of 2 received of a leak at the clave port. It was reported that during a stress test, a syringe containing technesium and myoview was attached to the clave port. The customer contact reported that the syringe "did not twist all the way down" and locked onto the clave with a noticeable "slant".the customer also reported that it felt like "the syringe backed itself off". When the customer injected the radioactive solution through the clave port with the syringe at a slant, the solution would leak out at the connection. The solution leaked onto the belt of the treadmill and the room was closed for decontamination. The procedure was stopped and had to be rescheduled. There was no reported adverse pt effect. Though requested, no additional info was provided.